Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. The overlay tubing of the lead was observed to have blood ingression. Concomitant product: d314drg implantable cardioverter defibrillator (ICD), (B)(6) 2012, implantable pacing lead, (B)(6) 2005. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead was attempted, not implanted. During the procedure, the lead became dislodged and could not be undeployed. The lead was removed and had normal deployment/undeployment, but it was unsuccessful when attempting to re-implant it. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.